Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings and consistently kept suspending. The customer¿s blood glucose was 90 mg/dl and the sensor glucose was 44 mg/dl at the time of the incident. It also reported that blood glucose was 30 points lower than that, then it dropped on the sensor by 100 points in a 15 minute. The sensor will not be returned for analysis.